Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received a reading of 100 mg/dl on the adc reader and experienced symptoms described as "a lack of breath, hurt to the eyes, turning of the head", and was unable to self-treat. Customer had contact with an hcp who obtained a reading of 500 mg/dl on their device and treated the customer with rapid insulin (dose unknown) for a diagnosis of hyperglycemia. The reported readings, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received a reading of 100 mg/dl on the adc reader and experienced symptoms described as "a lack of breath, hurt to the eyes, turning of the head", and was unable to self-treat. Customer had contact with an hcp who obtained a reading of 500 mg/dl on their device and treated the customer with rapid insulin (dose unknown) for a diagnosis of hyperglycemia. The reported readings, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.